Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: embedded in other tissues') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffectiv". The patient's medical history included multigravida, parity 3 and pregnancy ((B)(6) 2010, (B)(6) 2011.). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure device"), 9 months 29 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain/ right and left side/constant pain"). Essure treatment was ongoing at the time of the report. At the time of the report, the embedded device, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered dysmenorrhoea, dyspareunia, embedded device, pelvic pain, pregnancy with contraceptive device and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: no result available. Total bilateral occlusion, essure device was placed successfully. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received- new events pregnancy with essure device and device ineffective was added. Severity of pelvic pain was added. Patient height was added. Medical history and lab data was added. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: embedded in other tissues') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 and pregnancy ((B)(6) 2010, (B)(6) 2011.). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure device"), 9 months 29 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain/ right and left side/constant pain"). Essure treatment was ongoing at the time of the report. At the time of the report, the embedded device, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered dysmenorrhoea, dyspareunia, embedded device, pelvic pain, pregnancy with contraceptive device and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: no result available. Total bilateral occlusion, essure device was placed successfully. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: quality safety evaluation of ptc (product technical complaint). No lot number was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: embedded in other tissues') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"). At the time of the report, the embedded device, tooth disorder, dysmenorrhoea, dyspareunia and pelvic pain outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, embedded device, pelvic pain and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: no result available. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs received- previously reported event "injury" updated to "dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migration of essure device location of device: embedded in other tissues, pain". Reporter added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.